Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when surgeon was extracting size 5 broach the post on trial broach snapped off. A small nub was left and nothing to connect it to. This happened to the surgeon before and broke same spot. Surgeon was really upset because we had relayed to him they were all swapped out for new broaches. They spoke with the instrument warehouse guy to confirm 6 out of the 8 broach pans were swapped out. Surgical delay of 45minutes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination. Visual examination of the returned device confirmed the reported allegation, the broach is fractured by the post. Additionally, signs as deep scratches from a cutting tool or saw blade were identified on the remaining post and base of the post. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.